Event description:
The following information was provided: it was reported via the stryker facebook page; I had a tka (using a stryker model) 7 years ago that is now considered to be a total failure for a number of reasons. Despite years of intense pt, manipulation under anesthesia and splinting, etc. The knee degraded to only 50 degrees flexion over time. It originally hemorrhaged following the use of xarelto and continued to be severely stiff and painful all these years, causing additional problems and is not likely to be easily remedied by a revision surgery. I had mako surgery on the other knee only one week ago, and, although a smoother experience this time, there is still unusually high inflammation in my case. I understand that careful medication, diligent icing and exercise are important, but not everyone¿s body reacts the same, nor is their surgeon¿s skill the same. Hoping not to live with the type of perpetual pain I have endured in the past this time! There are never any guarantees with hip or knee surgery!